Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir compartment piece came off and not able to lock the reservoir. Customer blood glucose at the time of incident is 230 mg/dl. Customer reported crack on the reservoir compartment. Troubleshoot was performed. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions. Insulin pump will be returning for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had cracked battery tube threads, reservoir tube, broken half of reservoir tube lip, missing reservoir tube o-ring, however test reservoir will lock/click in place properly, cracked belt clip slot, stained end cap sticker and minor scratched display window..